Event description:
Customer reported she received IV tubing from the nursing unit with the following information "upon ambulation, the lipid tubing became disconnected at the y site and was found on the floor." No patient harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.